Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed, inspection identified a broken proximal clevis on one side of the ears of the clevis. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis does not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with a piece of plastic being broken off near the end of the instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had a small crack at the head end of the instrument when being used. The piece was found to have fallen off. The piece was removed from the patient. The procedure was completed using a backup permanent cautery hook with no further injury reported. The nurse was contacted for follow-up information. Fragment was retrieved through an endoscope. All fragments were retrieved by piecing together missing parts. No additional surgery and no post-operative tests. Surgeon felt quality of instrument caused issue. Instrument was inspected and in use for ten minutes. Tiny crack was found at the tip. No function issues and no collision issues. No resistance during removal and no other damage. No patient harm.